Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13080. It was reported the patient was feeling some heating and discomfort at his ipg site while charging. A new charger was sent to the patient. Follow-up information identified the patient was no longer feeling heating or discomfort while charging his ipg. The new charger resolved the issue.

Manufacturer narrative:
Correction # 1627487-07262012-001-c. This ipg model was associated with a field advisory adn field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.